Event description:
The suspect device was plugged in and not in use. It began to smoke by the compartment that holds the printer paper. The device was unplugged and the adapter plug felt hot. The device was replaced and requested to be returned for evaluation.